Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the electrodes would not adhere to the patient's skin. Complainant indicated that clinicians attempted to adhere two sets of electrode pads to the patient to no avail. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.